Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that both battery wells need to be replaced. The customer's initial reported failure was observed while the device was in use. However, no adverse patient impact was reported.